Event description:
The customer reported the power cord that goes into the workstation was pulled out so that the internal wires were exposed. The system was still operational and the customer was still using it. No pt injury was reported.

Manufacturer narrative:
The ge service rep repaired the problem by reinserting the power cord back into the strain relief connector and tighten the connector. He also adjusted the i.I holder that was loose. Checked system function and found to operating as intended.